Event description:
A female housekeeper noticed blood on the exterior surface of a 4842 almond cabinet, which contained a translucent red, 5 qt 4838-tr sharps container. The cabinet was located above a sink, approximately 4 1/2 feet from the floor in a labor and delivery room. A needle was pointing upward in the opening of the tortuous path lid and she did not see it. When she went to wipe the blood from the cabinet she sustained a needlestick to her right index finger. The container was full to the top. First aid was given to the housekeeper and she was reported to be fine and at work.